Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. A battery discharge test was completed, and the device passed. Additionally, a review of the event data concluded that the battery discharge rate was normal.

Event description:
The device user (du) reported to a service engineer (se) that the device battery was discharging faster during a recent case. Se performed a battery discharge test to ensure the rate of discharge for the battery was within specifications. The system passed the battery discharge test and was able to stay on battery power for longer than two hours during a test perfusion.